Event description:
A household member received three small tubes of denture adhesive cream from a dental office following oral surgery. The tubes do not have a bar code, were complimentary, or included in the office fee. Denture adhesive is a medical device or product. The denture adhesive has a shelf life defined as three years. The tubes of medical product do not have a manufacture date or use by date clearly imprinted on the medical device package. FDA safety report ID# (B)(4).